Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was implanted with a tandem cuff artificial urinary sphincter (aus) device in 2015. He had sudden recurring incontinence. The physician tried cycling the device but no troubleshooting resolved the issue. A cystoscopy was performed on the pressure regulating balloon (prb) and it was identified that there was a fluid loss of the device. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.